Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the device failed the incoming insulation resistance test. Upon evaluation, the white pulse wire inside the trunk cable was intermittent. The cause of the test failure is the intermittent pulse wire. The root cause of the intermittent pulse wires cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the intermittent pulse wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support for an unrelated issue. During servicing of the patient's belt, a reportable problem was discovered. The electrode belt failed the incoming insulation resistance test. The patient was issued a replacement electrode belt.